Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction and the initial was submitted in error. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a endobronchial ultrasound bronchoscopy, images were taken before using ultrasound, but were not recorded in the internal buffer on the evis light elite video system center. The procedure was completed using the same device. There were no reports of patient harm associated with this event.